Event description:
Customer reported v series screen froze which may have affected pt monitoring. No pt injury reported.

Manufacturer narrative:
Company rep replaced carrier board and applied the cpu service kit. Calibrated and safety tested unit to factory specifications.